Event description:
It was reported that six weeks post-op a laparoscopic adjustable band procedure, the surgeon noticed that the port had flipped. The port was completely disengaged and flipped. All four hooks were disengaged. The port was replaced in 2009. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/21/2009. Information anticipated, but unavailable at this time.